Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed the following: analysis confirmed the pump was in safe state. However, the cause for the device being in safe state was not determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780 , serial# (B)(4), product type catheter. Product ID: 8840 , product type programmer, physician. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion on the pump updated. Eval code-result (B)(4) now applies to the pump.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on (B)(6) 2017. The pump and catheter were returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(6) 2017. The rep confirmed that the pump was replaced late afternoon on (B)(6) 2017 as action to resolve the safe state and withdrawals. When asked about the root cause, the rep reported that the pump was sent back for analysis and provided the tracking number. The issue had been resolved.

Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID 8840 serial# unknown product type programmer, physician. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient receiving compound baclofen 50mcg/ml for a total dose of 6mcg/day, dilaudid (hydromorphone) 40mg/ml for a total dose of 4.996mg/day, and bupivacaine 40mg/ml for a total dose of 4.996mg/day via an implantable pump for spinal pain. It was reported the patient presented to the emergency room (ER) as directed by healthcare professional (hcp) clinic due to not feeling well and hearing a critical alarm every 10 minutes. It was noted the patient was at home when they noticed the alarm start, and the patient was not doing anything unusual. The pump was read in the ER and was noted to be in safe state. It was noted they attempted to program out of safe state on (B)(6) 2017 in the morning per tech services recommendations, but was unsuccessful. It was noted that the pump was to be replaced. The patient was admitted for withdrawal and placed on a patient-controlled analgesia (pca). It was noted that the issue was not resolved at time of report, and the patient's status at time of report was "alive-no injury." It was noted that the patient was also taking oral morphine-dose unknown, and additional medication not mentioned. It was noted the pump will be returned when replaced later today ((B)(6) 2017). It was noted surgical intervention did not occur, but was planned, but not yet scheduled. The patient's weight was unknown. Event date was noted as (B)(6) 2017. Additional information received on (B)(6) 2017 reported alarm heard/confirmed by telemetry. It was noted a critical alarm was occurring due to pump in safe state. It was noted that pump logs were checked. It was recommended to consider programming out of the reset. It was noted that manufacturer representative would attempt to program out of safe state. The patient experienced withdrawal and was noted as sudden. It was later reported patient administered (pa) modes and single bolus were programmed today (B)(6) 2017), and when updating the pump with the new settings they stated there was a "weird clock" then it cancelled and then she was able to update the pump but it alarmed again. With the pump status after today ((B)(6) 2017): minimum rate to simple continuous, pa, and single bolus were all confirmed as updated properly, but saw another "pump in safe state" so they re-interrogated and the pump was back to minimum rate and the logs confirmed another safe state with no other anomalies. The patient said on (B)(6) 2017 that they confirmed the safe state code via their personal therapy manager (ptm). The patient presented to the ER with symptoms of withdrawal on (B)(6) 2017 and was hospitalized. The patient denied having any previous medical procedures and the patient stated she was at home when the first safe state occurred. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the device system; the other relevant components include: product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type catheter product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type programmer, physician if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2017-jul-06. The rep reported the serial number for the (B)(4) clinician¿s programmer. The information was confirmed with the physician. There were no further complications reported/anticipated.